Event description:
During a routine follow-up, early battery depletion was observed. The battery voltage was low and real time egms showed constant noise. The device diagnostics showed numerous noise reversions. The decision was made to program the implantable cardic defibrillator to all functions off and schedule an explant.

Manufacturer narrative:
H.3 eval summary the reason for the premature battery depletion is from excess high current being drained from the battery due to damage in the charge module of the device. The damage caused a loading of the v2x signal, which also caused the noise, observed on the real-time electrograms and high output resistance (open). It is believed that the arc of the hv capacitor c18 caused the charge module damage.